Event description:
It was reported that a patient presented to the emergency room for multiple failed shocks while in ventricular tachycardia. The implantable cardioverter defibrillator delivered therapy but did not convert the arrhythmia; the arrhythmia self-terminated. Programming changes were performed to resolve the issue. The patient condition was stable.